Manufacturer narrative:
The batteries remain plugged in to power source all the time. When not in use, the connect/disconnect switch is in the disconnect position.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the batteries to be out of specification for voltage or conductance. The returned fuse was blown (open) causing the delphin to go to battery backup mode. No charging of the battery was attempted due to their conditions. The delphin (charger) was not returned for evaluation.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) was unable to duplicate the reported complaint. He found the batteries were dead and the positive side on one battery had ruptured. When testing the battery module the power entry module fuse was found to be blown. The fsr replaced the fuse and both batteries. The unit operated to the manufacturer's specifications. The suspect parts will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a case in animal research lab, the unit went to battery mode several times. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences.